Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing low blood glucose (41 mg/dl). Customer ate snacks and ice cream to treat low bg. Contact suspected that pump basal rate needed adjusting but had not consulted with healthcare provider. Tandem technical support advised contact to speak with healthcare provider before making any changes to pump settings. Contact acknowledged.